Manufacturer narrative:
(B)(4)

Event description:
It was reported that non-sustained rv oversensing due to post-paced t-wave oversensing on stored egm was observed through merlin.net transmission. The patient was an asymptomatic. Programming changes were made.